Event description:
The facility reports incident of an air leak caused by a cracked luer connector. Air entered the extracorporeal circuit and the blood clotted. The blood volume in the blood tubing set and dialyzer was discarded resulting in ebl = 200 cc. No patient injury or need for medical intervention is reported.